Manufacturer narrative:
Other for no allegation of device malfunction or nonconformance that caused or contributed to the reported event.

Event description:
The pt present with a stroke and was found to have a lesion in the right middle cerebral artery, distal m1 segment. Initially, the pt was placed on medical management, but on the day of the procedure, suffered another stroke and intervention was performed. The physician successfully performed angioplasty and deployed the stent. Following stent deployment, a clot formed within the stent and was treated with reopro. The physician noted that the pt was resistant to aspirin and plavix. The pt suffered no neurological deficit as a result of the event and has since been discharged home.